Manufacturer narrative:
MDR . / initial 1 of 2. E1:name: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
Event occurred in germany. It was reported that patient experienced kinked cannula events on 04-may 2026 causing hyperglycemia of 21.6 mmol/l.